Manufacturer narrative:
Siemens reviewed the data provided by the customer. The co-oximetry functionality on the rp500 appears to have been working as intended throughout the day of and including when the sample in question was measured. This is concluded based on the co-ox calibration stability, aqc expected recovery and lack of any relevant diagnostic errors or exception flags. The values for the co-ox fractions are within expected levels for a venous whole blood source. It is known that for accurate thb measurements, whole blood specimens require the red blood cells to be uniformly distributed throughout the entire sample. This can be obtained only by thorough mixing of the blood sample across two planes performed immediately before analysis on the blood gas system as well as laboratory devices. It is unknown if the suspected high rp500 thb value occurred due to pre-analytic insufficient mixing. When comparing thb results between devices, factors that can impact observed bias include differences in matrix and measuring technology, sample mixing conditions, adequate draw volume, collection site, and cell clumping, and other pre-analytical conditions such as lipemia, icterus, and hemolysis. The root cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The requested data logs have been provided for investigation. Sample handling was reviewed with the customer. The measurement cartridge was replaced and the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.